Manufacturer narrative:
The serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed too often for upstream occlusion. Additionally, it was very sensitive when a patient had an IV in their antecubital space (ac) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.